Event description:
Customer reported an incident with a blocked screen, while in the disconnection phase during treatment, with no error codes reported. The problem was solved when the customer switched the monitor 'off' and 'on' again. There was no blood loss reported. The reported machine runtime was 359(h).

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical services (gts) rep has evaluated the machine and found no malfunctions of the equipment. This prismaflex machine was placed back in operation. The co is aware of this machine malfunction related to blocked or frozen screen, where the screen appears to be frozen in that there is no reaction to user input on the touch screen. Code review reveals lack of synchronization between the protective system and user interfaces. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of frozen screens. The planned release date for software version 3.00 is year-end 2006.